Event description:
It was reported that during a water vapor therapy procedure for the treatment of the patients prostate, the delivery device shaft disconnected when pushing through the bladder towards to the verumontanum area. The delivery device was retrieved without any extra force. The physician removed the delivery device handpiece, and the needle first, leaving only the delivery device shaft. Once the handpiece and needle were removed, the shaft was also removed from the patients bladder. The procedure was completed with another delivery device without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the device had the presence of adhesive residue on the shaft bearing, and that suggest that it was bonded during manufacture. The design of the shaft sub assembly requires a bond strength; however, the returned device was most likely broken at the time of the event occurred, and that could be due to a direct force applied to the shaft part. That great force exposure could lead to a failure of the adhesive bond between the shaft bearing and the shaft components, leading to the reported event. Based on analysis result a conclusion code of cause traced to component failure was selected as the most probable cause for the complaint.

Event description:
It was reported that during a water vapor therapy procedure for the treatment of the patients prostate, the delivery device shaft disconnected when pushing through the bladder towards to the verumontanum area. The delivery device was retrieved without any extra force. The physician removed the delivery device handpiece, and the needle first, leaving only the delivery device shaft. Once the handpiece and needle were removed, the shaft was also removed from the patients bladder. The procedure was completed with another delivery device without patient complications.